Event description:
It was reported that a patient underwent a hysterectomy. During the procedure, the lights on the device flashed and there was a noise coming from the device. The lights on the device went blank and would not come back on. It was not reported how the procedure was completed. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the motor control pcb, motor, and coupler needed to be replaced. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.